Event description:
It was reported that the right ventricular lead exhibited high thresholds and high impedance. The lead was capped and replaced. The patient was in stable condition during and post implant.

Manufacturer narrative:
(B)(4).